Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during the change of the tpn infusion line that was connected to a patient's PICC line the rn had difficulty aligning the spin collar to the grooves of the tubing therefore as a result the spin collar cracked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the spin collar cracked was confirmed. Visual inspection showed that the spin collar had a crack approximately 0.451 inches long running parallel to the direction of the flow. Further inspection under magnification showed no scratches or stress markings around the crack. Dimensional testing showed that the male luer tip was within specification. The root cause of the break could not be determined.